Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, this right atrial (ra) lead came loose six months after implant and was repaired. Six months later, the patient fell and another repair was necessary. There was no further information provided. This ra lead remains in service. No additional adverse patient effects were reported.